Manufacturer narrative:
H6: coding has been updated as the empty pump was noted to be due to the patient re-locating and switching doctors. The pump was working as intended and therefor this event is no longer reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient's pump was last refilled in (B)(6) 2020. It was noted the hcp does not see the patient or interrogate the pump until (B)(6) 2021. It was noted the pump was empty due to the patient relocating and switching doctors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (1,775 mcg/ml, unknown dose) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pump went empty on (B)(6) 2020 and they have relocated states and did not currently have a managing hcp for their pump. The hcp reported the patient has had an increase in spasticity and has been very anxious hearing their pump alarm for several weeks. The patient's primary care hcp was willing to write a prescription to have the pump filled, but because they do not work with pumps, they would like the patient to get a managing hcp soon. The patient was redirected to their hcp to further address the issue.